Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix exhibited an unspecified rotation issue and was found dislodged. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. A complete lead with a stylet was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. The measured full helix extension length was within product specification. Electrical testing was normal with no anomalies found. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.